Manufacturer narrative:
The device history record (DHR) for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. The explanted inlay was discarded by the facility and is not available for evaluation. Halos, glare and inlay removal are listed in the device labeling as known potential risks. (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay in the left eye on (B)(6) 2016. The patient reported experiencing glare and halos symptoms that were worsening, but there was no decrease in best corrected distance visual acuity (bcdva). On (B)(6) 2017, the inlay was explanted. Additional information is being requested.